Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet pump using an inset infusion set on the stomach, with troubleshooting performed by disconnecting the set, running a fill tubing sequence, and reconnecting, and with one blood glucose reading of 236 mg/dl. The medical device problem involved obstruction of insulin flow associated with the connector/coupler, and the event resolved after a full supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and guided troubleshooting and education. Investigation of this case revealed evidence consistent with an obstruction of flow and a deformation problem localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.